Manufacturer narrative:
No pt present. MFR recommends replacement of the camera; the device has not been returned to the MFR.

Event description:
A medtronic rep reported intermittent tracking with the system. Also, when the camera malfunctions, the cross hairs on the screen are red and the camera tools show black for the instruments. There was no pt present.